Event description:
As reported by the field clinical specialist, approximately 4 years and 4 months post transfemoral tavr procedure with a 23 mm sapien 3 valve, the patient's echo showed an ejection fraction of 55-60%, a mean gradient of 8 mmhg, and an aortic valve area index of 0.7. The patient received a 26mm non-edwards valve-in-valve for treatment.

Manufacturer narrative:
Investigation is ongoing. H3 other text: device remains implanted.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.2, b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, investigation conclusion, and device code. Additions were made to d.4 and h.4. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, through extensive complaint investigations, that stenosis/increased gradient events for the sapien 3, sapien 3 ultra, sapien 3 ultra resilia valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Therefore, it is likely that these patient/procedural factors may have caused or contributed to the stenosis/increased gradient event post-implantation. Review of the instructions for use and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary. The complaint for stenosis was unable to be confirmed as no medical record was provided for review. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.